Event description:
The device displayed the elective replacement indicator. The device settings were 1 program, 3.9v, 450mcs, 40hz, 0-, 1-, 2+, 8+, 9+, 10+. The device was used 16 hours per day with 2 seconds on/2 seconds off cycling. Impedance testing revealed a short with electrode pair 1,9 and the group impedance was less than 50 ohms. Excluding the short, longevity was estimated to be 43-48 months at the same settings. Programming the device without using electrode 1 or 9 was discussed. The manufacturer's device tracking system indicated that the ins was replaced later the same day.

Manufacturer narrative:
(B)(4).